Manufacturer narrative:
Patient age not available from the site.(B)(4). Medtronic representative following-up with the site, coordinating re-education with the attending, resident, and neuro coordinators on-site and recommended a work flow addition so angle to plan is always checked prior to drilling burr hole. No patient archives/exams/files have been returned to manufacturer for evaluation.there is no indication that medtronic navigation's system caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a cranial navigus biopsy procedure, the surgeon made a near vertical plan with entry close to the patient hair line, above the forehead and target, in the frontal lobe. The surgeon navigated to the entry point and drilled a burr hole without first checking the angle to plan. When the base was attached, it was determined that the angle to plan was outside the 30' tolerance of the navigus base, making the target unreachable. To correct for this, the surgeon had to re-define a more horizontal plan and drilled a second burr hole in the forehead in order to access the target. It was confirmed that diagnostic tissue was procured, however, there was a delay in surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Per information reported, surgeon drilled burr hole without first checking the angle-to-plan. Software is functioning as designed. Instructions for use state: "when you are using the navigus probe, the software reports the angle-to-plan in the guidance view. The angle to plan metric shows the angle difference between the trajectory of the current navigated instrument and the selected plan. It is intended to assist you with selecting the navigus base and should not be used for making other clinical decisions. Hold a probe perpendicular to the patient's skull with the probe's tip at the entry point and observe the angle-to-plan. With a 14 mm burr hole, the needle's range of motion in the standard base is about 10 degrees from vertical in any direction. The needle's range of motion in the angled base is 5 degrees to 25 degrees (depending on direction). Select the appropriate base to accommodate your expected angle." Training completed for surgeons and operating room staff by medtronic representative.